Manufacturer narrative:
The reported events were high pacing lead impedance and twisted insulation. As received, a complete lead was returned in one piece for analysis. The reported event of high pacing lead impedance was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of twisted insulation was confirmed. The cause of the reported event of the twisted insulation was consistent with procedural damage. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.

Event description:
During implant procedure, high pacing impedance was noted on the right ventricular (rv) lead. The physician observed twisted insulation on the rv lead. A new rv lead was used. The patient was stable.